Manufacturer narrative:
Concomitant product: d364drm ICD, implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable.

Event description:
It was reported that the device had an abrupt drop of battery voltage in (B)(6) 2015. It was speculated that this abrupt drop was connected to high atrial impedances. The device was explanted and replaced. The atrial lead was abandoned. No patient complications have been reported as a result of this event.